Event description:
Physician was inlating the balloon on the catheter. Suddenly blood was noted pouring from the et into the ventilator tubing. The pt became difficult to ventilate and an emergent tracheostomy was performed. The pt also required an emrgent bronchoscopy.